Manufacturer narrative:
Bci review of the customer's qc charts shows general imprecision for na and cl prior to the event. The results were within the laboratory established ranges, however, the lab's ranges are wide. A field service engineer (fse) went on-site and found that the ratio pump was cracked and introducing air into the lines. Fse replaced the ratio pump and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low anion gaps generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer could not state if the issue was caused by sodium (na), chloride (cl) or co2. No erroneous results were reported outside of the laboratory. When the anion gap was low, the samples were repeated and results were reported out. The customer could not provide how many samples were affected, which analyte caused the issue or the magnitude of the difference.